Event description:
The patient experienced a seizure approximately 45 min to 1 hour post-op device implant. It was noted that the device had not been turned on when this occurred. The seizures could not be controlled and the patient was transferred from outpatient/same day surgery to the main hospital. The patient had no known history of seizures. Patient outcome was not known. Further information was requested from the healthcare professional.

Manufacturer narrative:
.